Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged while implanted and the patient had lv non-capture as a result. Boston scientific technical services (ts) discussed on how to program the lv lead off with the health care professional (hcp). A lead revision was done. However, the patient was concerned that the leads may dislodge again. A boston scientific (bsc) company representative referred the patient to the physician. No other allegation against the lead. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.